Event description:
The user reports challenges with lost contact when placing thumbs on the electrodes. The user had no adverse event or reaction from this problem.

Manufacturer narrative:
The device appeared to be operating on an older firmware version which was causing issues when attempting to take scans. After delivery of the device with updated firmware, the user was able to successfully obtain scans. Additionally, the user received wrist electrodes.